Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed. Upon investigation the monitor displayed failed a baseline test and was unable to complete functional testing. The cause for the failure was isolated to a defective q701 component on the computer/analog pca. The q701 is turning on k700 when it¿s supposed to be off. The root cause of the defected q701 capacitor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.